Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the pole clamp cushion. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a worn out pole clamp cushion. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.